Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use the unit disconnected in the night resulting in chemo and blood to leak on the patient. Patient was admitted into the hospital as a result of this event. No permanent adverse health outcome resulted.